Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 11 mmol/l at the time of the call. The customer stated there was resistance when they tried to push insulin from the tubing. The customer was advised to change the reservoir. The customer did not return the used reservoir back for analysis.